Event description:
On april 21, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: on or about june 1997 plaintiff was first notified that she was allergic to latex. Plaintiff suffered from dermatitis, runny and puffy eyes and runny nose.